Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not turn on the carbohydrate feature when settings up the pump. Tandem technical support guided the customer through turning the carbohydrate feature on. Customer's blood glucose level was 151 mg/dl.

Manufacturer narrative:
The reported event was a training issue. There was no malfunction of the pump.